Event description:
It was reported that during a lead revision procedure, the right ventricular lead exhibited low impedance. A lead fracture was suspected. The lead was explanted and replaced successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.